Manufacturer narrative:
Exact date unknown, event occurred two years ago the date the manufacturer became aware of the event. Explant date: two years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 2000014710.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.